Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "approximately two months after the implantation, a rupture of the catheter occurred in the intravascular part about 5cm from the bifurcation of the connectors. There was point damage. This resulted in an overflow of the drug into the subcutis, which was appropriately identified and resolved by reimplantation of the catheters. Event occurred during use. No serious injury, erroneous results, no change in course of treatment, no exposure to blood or body fluids, no treatment other than replacement of catheter."